Event description:
The subject device was used during a laparoscopic assisted distal gastrectomy (ladg). Probe damage error occurred, and the user stopped using the device. The procedure was completed with a different device. There was no pt injury reported.

Manufacturer narrative:
The subject device was returned to omsc for eval. The eval confirmed that the ptfe pad of the device was severely worn and the metal part was exposed. Both the probe tip and the grasping section had contact marks with each other. The mfg history was reviewed, with no irregularities noted. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears. Considering the eval result of the device, omsc concluded that te ptfe pad worn since the user activated output without grasping anything. Then the grasping section with the severly worn pad and the probe contacted, which caused the probe damage error. The instruction manual of the subject device already cautions; do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Based upon the finding of the eval, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.